Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient who was implanted with a cage using plif for lumbar spinal canal stenosis. It was reported that the cage came off anteriorly while adjusting the placement position of the cage. At physician's discretion, it had inserted a new cage without removing the reported cage and closed the wound. No patient symptoms or complications as a result of this event. Updated information received on (B)(6) 2021: in-patient hospitalization/prolongation of existing hospitalization was not necessary. No additional/revision surgery was performed, and there was no schedule to perform at this time. No complications occurred so far.